Event description:
As reported by the user facility: distal "2 to 3 inches of the catheter covering" of the springwound epidural catheter not being present upon removal of the epidural catheter, "wire is exposed." Additional information provided by the facilities risk manager, indicated the catheter would not initially thread properly and started to pull out. Very difficult to remove so, needle was removed and then catheter was removed. When the catheter was removed, the small tip at the end was missing. The tip remains in the patient and to date, the patient has suffered no adverse sequela associated with the reported incident.

Manufacturer narrative:
The actual catheter in the reported incident was returned to the manufacturer to be evaluated. The catheter measured approximately 1080mm in length. The fractured end of the catheter was noted to be stretched and jagged, with part the inner coil of the catheter uncoiled and extending out 130mm from the fractured end of the catheter. The remaining fragment was not returned for evaluation. This type of damage is consistent with epidural catheters in which a section is pulled beyond its design capabilities. This can occur when a catheter becomes lodged between rigid body structures. There are no other reports of this nature against the reported lot number. The sample and all available information has been forwarded to the actual manufacturer for further investigation. If any pertinent information is made available by the manufacturer, a follow-up report will be filed.